Manufacturer narrative:
(B)(4). The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 5632 file number 2005) due to a software error. No pump error 37 or error 130 alarms noted during testing however, pump error 37 and error 130 alarms are found in the formatted history file. Moisture damage was found on the force sensor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer was performed self test and displacement test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.